Event description:
It was reported that during a breast biopsy, while attempting to take a sample, there was a green cable error. The doctor attempted to take another sample and received the same green cable error. The doctor tried a second and third probe and received the same green cable errors. The doctor tried a fourth probe and managed to complete the case with no patient consequence.